Manufacturer narrative:
(B)(4). Concomitant medical products: 178711, compress/oss 5cm tpr adapt w/oss sc, 414570. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01451.

Event description:
It was reported patient underwent orthopedic salvage procedure. During rehabilitation, the patient sustained fatigue injury to the interface of the implant, causing a small cortical fracture at the junction site. Subsequently, the patient underwent a revision procedure. The patient was converted from a proximal femur resection with megaprosthesis to a total femoral reconstruction orthopedic salvage system.

Event description:
It was further reported two weeks after the initial procedure, during rehabilitation, the patient heard a loud pop and experienced pain and swelling in the knee.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Examination of the returned device and medical records confirms the reported event. The device is fractured. Review of device history records identified no related manufacturing deviations or anomalies. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: cps centering sleeve, catalog # 178539, lot # 544260. Cps nut co-cr-mo alloy, catalog # 178512, lot # 285140. Oss tibial baseplate, catalog # 150425, lot # 520830. Cps spindle with pins, catalog # 178370, lot # 915080. Cps transverse pin, catalog # 178528, lot # 730960. Oss poly tibial bushing, catalog # 150476, lot # 464660. Oss reinforced yoke, catalog # 150493, lot # 816690. Oss segmental femoral, catalog # 150354, lot # 686090. Oss diaphyseal segment, catalog # 150467, lot # 867700. Oss tibial poly bearing, catalog # 150411, lot # 108810. Oss poly lock pin, catalog # 150478, lot # 002120. Oss poly femoral bushing, catalog # 150477, lot # 918980. Oss axle, catalog # 150480, lot # 551980. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported during the post hospital stay, the patient developed right lower extremity dvt and aspiration pneumonia which required medical intervention and increased the patients length of stay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and return of the fractured device. Medical records confirmed that the patient suffered from implant fracture, and also experienced a dvt and aspiration pneumonia, requiring medical intervention. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional reports received state that patient stated that he was doing physical therapy at home when he stood up from a seated position in the car and was walking when his right leg slipped a little and he felt a pop in his right femur/hip area and a sensation of pain there along with some muscle spasms. Root cause does not change from previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.